Manufacturer narrative:
(B)(4).

Event description:
It was reported shortly after the lead was implanted, noise was observed on the lead. The physician elected to take the lead out and implanted a new lead. The patient was stable before, during, and after the procedure.